Event description:
It was reported the customer experienced low blood glucose. Customer reported their blood glucose declining to 30 mg/dl. Customer also reported having high blood glucose, reaching 270 mg/d.. The customer also mentioned diabetes-related hospitalizations, but they were not on insulin pump therapy at the time of the events. The customer declined to troubleshoot for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.